Event description:
It was reported that the procedure was to treat a chronic totally occluded mid right coronary artery. A balance guide wire was being advanced to the lesion with the support of a non-abbott 1.5 x 15 mm balloon catheter; however, the guide wire could not cross the lesion. When the wire was being removed with no resistance felt, the distal portion separated in the anatomy. Another guide wire with the support of a different balloon catheter was advanced, trapping the separated portion of the guide wire and the devices were removed as a single unit. The procedure was completed by implanting a non-abbott stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and the scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.